Event description:
It was reported that 2 bd phaseal¿ l connectors c90j leaked 5fu chemo from around the l-connector during use. The following information was provided by the initial reporter, translated from japanese to english: "5fu(chemo) leaked from around the l connector. Leakage from l connector (nearby), but there seems to be no failure in l connector. It was thought that it was probably a leak from the needle hole."

Manufacturer narrative:
H.6. Investigation summary: two samples were returned for investigation by our quality personnel. Upon inspection, the first sample was observed to be connected to the infusion bag correctly, however, the second sample was noted not to be pushed into the rubber stopper of the infusion bag properly. Leakage testing was completed with no leak identified. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Product undergoes a series of tests and inspections during manufacturing to ensure the quality and functionality of the device. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use to ensure the product functions as intended. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd phaseal¿ l connectors c90j leaked 5fu chemo from around the l-connector during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "5fu(chemo) leaked from around the l connector. Leakage from l connector (nearby), but there seems to be no failure in l connector. It was thought that it was probably a leak from the needle hole."